Event description:
Had breast cancer removed in (B)(6) 2014. I had implants from 2006 removed while having surgery in 2014 and new implants put in with seri scaffolding, (B)(6) 2014 got infected and had to have implants removed because of seri scaffolding. Now I have no breast and am suppose to have 2 more surgeries due to this seri scaffolding. Any recalls because I met another woman in nashville, tn with the same problem.